Event description:
It was reported that during a da vinci myomectomy procedure, loose wiring was identified on the wrist of the pk dissecting forceps instrument. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch down and up cables broken at the distal clevis hub. The broken cable segments that contain the crimps were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cables, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.